Event description:
On the event date, the patient reported that there was blood in her infusion tubing today and she noticed a hard, irritated bump at her infusion site. She stated that the infusion set was last changed two days prior, and in the same month, she noticed that each time she bolused there was pain at the infusion site. She was educated on infusion site selection. She was sent replacement infusion sets and adhesive dressing. No blood glucose issues were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.